Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was getting very hot and going on and off could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had seized and did not function. It was noted that there was corrosion on the bearings and other internal components, and the housing was worn. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified orthopaedic surgical procedure, it was observed that the sagittal saw attachment device was getting very hot and going on and off. It was not reported if there was a delay in the procedure as an identical spare device was available for use. It was reported that the procedure was completed successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.